Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, foreign material was found on the optic when implanted into the patient's eye. It was 2-3 mm long, transparent and filamentous, and physician thought it might be the rest of the cortex. The foreign material was removed with irrigation and aspiration, and the surgery was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).